Event description:
Pre-implant films were reviewed. The proximal aortic neck diameter below the lowest left renal artery was 26 x 30mm. The max aaa diameter was 5.6cm, and also contained thrombus (3cm flow lumen). The distal aortic diameter (flow lumen) measured 22mm. Just past the distal aorta, the left common iliac artery was sharply angulated laterally just past a large section of calcium. The left iliac flow lumen diameter was 9-11mm. The iliac arteries were mildly tortuous. Angiogram images at implant showed that the ipsilateral limb was brought up the right side. The contralateral limb was placed from the left side, followed by implant of an ipsilateral extension. The completion angiogram showed narrowing/compression of the contralateral limb, likely within the distal aorta; there was no stent graft kink or occlusion seen. The contralateral limb diameter measured approximately 5mm minimum (in the distal aorta), and then opened to 11mm within the left common iliac artery. After ballooning the contralateral limb with a 10 x 4 mustang balloon, final angiogram again showed narrowing of the contralateral limb to about 5mm flow lumen. The ipsilateral limb had a normal appearance and measured a 1cm diameter flow lumen. No obvious distal runoff issues were seen. The cause of the stent graft compression was likely anatomy related; small and calcified distal aorta.

Manufacturer narrative:
Methods: (films).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (narrow distal aorta, tortuous and calcified iliac arteries). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (narrow distal aorta, tortuous and calcified iliac arteries).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. The diameter of the distal aorta was narrow - approximately 22mm. The proximal aorta was 27mm in diameter, and the infra-renal neck angle was 20 degrees. The diameter of the right iliac was 10.5 to 11mm. The diameter of the left iliac was 10 to 11mm. The left femoral artery was 8mm in diameter and the right was 7.8mm. The left iliac was tortuous and calcified. It was reported that during the index procedure, the physician was concerned about the contralateral limb becoming kinked and the iliac stent graft was modeled with a balloon. The physician also considered implanting a bare metal stent decided not to. Approximately one month post implant, the patient presented emergently with complaints of pain and numbness in the left lower extremity. The physician confirmed that the contralateral limb had kinked and occluded blood flow. A femoral-femoral bypass was done. No additional clinical sequelae were reported and the patient is fine.